Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricular failure and patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2020 to (B)(6) 2020. The pump operated as intended at the fixed speed for the duration of the log file. The log file recorded several low flow alarms throughout the log file when the patient¿s flow decreased below the low flow threshold of 2.5 liters per minute (lpm) for 10 seconds or longer. The alarms resolved between events when the patient¿s flow increased above the low flow threshold. The controller log files appeared to capture the pump operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 18aug2020. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricular failure could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from 22oct2020 to 25oct2020. The pump operated as intended at the set speed for the duration of the log file. The log file recorded 38 low flow alarms throughout the log file when the patient¿s flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The alarms resolved between events when the patient¿s flow increased above the low flow threshold. The controller log files appeared to capture the pump operating as intended. The account reported that the patient was on inotropes due to right ventricular failure. The patient also experienced low flow alarms. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assists device (vad) support with no further issues reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was report that the vad coordinator stated that the patient called stating that the system monitor displayed "change system controller" but no associated audible alarm. According to the vad coordinator the displayed alarm disappeared on its own. The patient was on inotropes due to right-ventricular failure as well. The vad coordinator stated that this is not vad related. The event log captured low flow events on (B)(6) 2020. The controller is reported under MFR 2916596-2020-05367.